Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 04/aug/2017 with no report of concerns. Inspection of the suction arm was performed on 10/aug/2017 where the quality control inspector found the following: bending rubber pinhole, failed dry leak test, failed wet leak test, operation channel- primary mild resistance, insertion tube mild dent at stage 1, suction arm loose. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on 16/aug/2017. Parts replaced: o-rings and seals, bending rubber, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), o-ring (2.2 x 64.5).